Event description:
Attempted single lumen PICC insertion (l) basilic vein. Needle inserted, no complication, wire advanced, mild resistance at 15cm length. Ii employed, wire retracted and re-advanced under fluoroscopic vision. Mild kinking at distal margin of wire. Therefore, decided to withdraw and re-attempt. Upon withdrawal needle removed first, no complications, then wire removed with minimal resistance. Re-attempt performed with success, no complication. Upon r/u of arm periphery, metallic density foreign body noted with subcutaneous tissue of left upper arm. Further inspection plus imaging confirm residual wire insitu plus subsequent surgical referral made. New introducer kit used.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated.